Event description:
Stiffened micropuncture was used to gain access femoral artery. When exchanging the gray sheath out of the femoral artery over the wire, the hub broke away from the main piece. The physician was able to remove the remaining piece of sheath off the wire and not lose access to the artery.